Event description:
It was reported that the device was found to be at eri (elective replacement indicator) during a follow-up visit. Premature depletion was suspected. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) preliminary analysis revealed an eri (elective replacement indicator) condition. Further analysis revealed anomalous battery voltage measurements caused by a measurement lock-up, resulting in an unclearable eri. It was determined the condition was the result of a timing anomaly internal to a pacing/sensing integrated circuit.